Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified superficial femoral artery. An introducer sheath was advanced over a 5.0 x 40 mm armada 35 balloon catheter; however, the balloon failed to completely deflate but was able to be removed through the introducer sheath. The balloon was inflated once at a nominal pressure of 8 atmospheres. The armada 35 did not meet any resistance during advancement. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.